Manufacturer narrative:
The pump passed the displacement and self tests. No display anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on display window, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that sometimes the display screen was missing words. The pixels on the display were not lighting properly. The insulin pump was bumped. Customer's blood glucose level was 13.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.